Event description:
Rca and summary: it was reported that a physician's handheld device would not hold a charge. The physician has been having this issue for the past couple of months. The reporter stated that handheld would be plugged in when not in use however, when the physician tries to use the device, it will occasionally turn off. The reporter then takes out the battery and charges the device again; however, the issue continues. A replacement handheld has been sent to the physician and good faith attempts to have the old handheld returned to the manufacturer for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.